Event description:
Patient (pt) was due for routine remote check. Healthcare providers (hcps) did not receive a transmission and pt was contacted three days after to send a remote transmission. Pt remote monitor was not able to connect and was transferred to st. Jude medical tech services to troubleshoot the monitor. Pt was unable to connect his remote monitor, and was brought into the clinic ten days after the original failed routine remote check to troubleshoot his monitor and to possibly provide him with a new monitor. Pt monitor status showed it was connected. The st. Jude medical tech representative anticipated an issue with the "rf chip" and recommended a software update to patient's peacemaker. Hcps were unable to connect the programmer to pt peacemaker, and unable to elicit a response from the peacemaker when a magnet was placed over the device. An EKG was obtained that showed patient was in a junctional rhythm with heartbeats in the mid 30's to 40's. Doctor was notified of these findings and the patient was taken to the catheterization laboratory for an emergent generator change. Through conversation with the st. Jude representative, hcps were focusing on the remote monitor and connectivity. Hcp did not receive an alert or any indication that the patient's peacemaker had experienced any performance issues. Patient denied any new or worsening symptoms throughout all of our communications with him.